Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of a software load issue or a stylus issue. It was noted that the power cord bay assembly was broken, the printer drawer was gone, and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Product ID: 2067, serial#: (B)(4). Product ID: 229047, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the software stalled and would not load on the programmer. It was also reported that the pen worked intermittently and that there was a request to fix the back cover and paper tray. The programmer was returned for repair and software load. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.